Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported. On (B) (6) 2002 - pt underwent a laparoscopic ventral incisional hernia repair surgery. Pt's hernia was repaired with a bard composix mesh. The operative report states that pt was transferred to the recovery room in satisfactory condition. On (B) (6) 2005 - pt's condition worsened progressively and he presented to the hosp where he underwent excision of the infected mesh. During the procedure, the mesh was visibly inflamed with purulent drainage. The wound was irrigated and a penrose drain was placed to facilitate wound drainage. On (B) (6) 2005 - pt continued to have a small wound opening which was draining purulent discharge along with redness around the umbilicus. On this date, he underwent an exploratory laparotomy. During this procedure, extensive lysis of adhesions was performed, an enterocutaneous fistula was taken down, and the bowel was resected. Additional mesh was found in the area and excised at this time. A blake drain was placed and the abdomen was re-sutured. On (B) (6) 2007 - pt presented to the hosp for repair of an incisional ventral hernia. During the procedure, a 3 x 6 inch composix mesh was implanted. Because of the defective patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.